Event description:
Reporter alleged the customer obtained a result of 149 mg/dl on the advantage system and took 17 units of novolin, then ate. Reporter stated the customer immediately became delirious and combative, so the paramedics were called. Reporter stated the paramedics obtained a result of 29 mg/dl on their system and then a result of 69 mg/dl on the advantage system within 10 minutes. Reporter stated she gave the customer glucose gel and the paramedics gave him glucose intravenously before he was taken to the hospital and given food. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.